Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s disease and movement disorders. It was reported that the patient was shaking ¿madly¿. When the ins status was checked with the recharger, it was found to be off. The family member was able to successfully turn the ins back on but noted the patient ¿felt a jolt¿ which was clarified that the therapy returned and their shaking stopped. There were no further complications reported or anticipated. [Omitted information related to (B)(4): pp non-functional button] (omitted non-complaint information).

Manufacturer narrative:
Patient's weight as of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.